Manufacturer narrative:
(B)(4). Information indicates that one catheter had a problem. It is unknown which of the implanted catheters is the concern. See MFR report #6000030-2015-00187 for the report on the other potential catheter.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the kinked catheter was identified on (B)(6) 2015 when the patient went to the emergency department (ed). The symptoms the patient experienced related to the kinked catheter included being clammy, hypertension, and hyperreflexia. It was noted troubleshooting performed was the patient went to the ed. It was unknown what actions/interventions were taken to resolve the issue. The cause of the kink in the catheter was the recent battery replacement. The issue has been resolved.

Manufacturer narrative:
(B)(4).

Event description:
A nurse reported that the patient was receiving baclofen via their implanted intrathecal pump. The manufacturer/type of baclofen and drug lot number was unknown. The indication for use regarding the pump was intractable spasticity and head/brain injury. Following pump replacement on (B)(6) 2015 the patient developed increased spasticity. The date of the event was (B)(6) 2015. The patient was admitted to a hospital. The healthcare provider (hcp) was requesting that a local company representative check the pump status. The hcp had no further history. Later on (B)(6) 2015, a company representative reported that they were on their way to the hospital to check the pump status. The company representative reported that pump administered compounded baclofen with concentration 3,300 mcg/ml at a dose rate of 499 mcg/day and hydromorphone with concentration 1.0 mg/ml at a dose rate of 0.1512 mg/day. Drug lot number and therapy dates regarding the pump medications were unavailable / not reported. The patient experienced spasms, increased blood pressure, and headache; the date of the event was (B)(6) 2015. The pump was interrogated and no alarms were noted. The hcp was getting in touch with the patient's managing physician. The issue was not resolved at the time of the report. No further information was reported. Additional information requested included therapy dates regarding compounded baclofen and hydromorphone, other medications the patient was receiving at the time of the event, and actions/intervention performed to resolve the event. Additional information received from a healthcare professional (hcp) indicated that the baclofen and hydromorphone therapy was ongoing. It was unclear if the pump contained prialt as per the notes the hcp indicated "will increase dose and plan refill next visit to drop baclofen dose and increase prialt". Other medications that the patient was taking at the time of the event included: hydromorphone hci 2mg injection three times daily as needed, methadone 10mg orally three times daily, lidocaine hcl 2% gel as needed, magnesium hydroxide 400mg/5ml suspension, 30ml orally as needed, metformin hcl 1000mg orally twice daily, lorazepam 1mg orally twice daily, metronidazole 250mg orally twice daily, nortriptyline hci 25mg orally at bedtime, nystatin topical 1000u/gm cream, mycosone ii 100000-0.lu/gm% cream as needed, pantoprazole sodium 40mg orally daily, senna-docusate sodium 8.6-50mg orally two times daily as needed, vitamin e 1000 units orally daily, acetaminophen 325mg tablets, 2 tablets orally every six hours as needed, albuterol sulfate ((2.5 mg/3ml) 0.083% nebulized soln, 3 ml inhalation at bedtime as needed, atorvastatin calcium 20mg orally at bedtime, cetirizine hci 10mg orally at bedtime, dss 100mg orally twice daily, cymbalta 60mg orally daily, ferrous sulfate ec 325mg orally twice daily, flonase 50mcg/act suspension, 1 spray nasally daily, guaifenesin cr 600mg ER 12hr, 1200mg orally daily as needed, heparin sodium lock flush 10 unit/ml solution, 20 units intravenous as needed, novolog 100units/ml solutions, inject into skin subcutaneously three times daily (sliding scale, blood sugar ; 151-200= 2 units; 201-250= 4 units; 251-300= 6 units; 301-350= 8 units). Past medical history included: diabetes mellitus, hyperreflexia, sleep apnea, hypertension chronic hip pain and other chronic pain as well as neck surgery in 1986. Allergies included: reglan, penicillins and compazine. Per the reporter, the catheter was kinked; however, no further details were provided. Additional information has been requested regarding the patient&#62688;symptoms related to the kinked catheter; the date of when the catheter was identified; troubleshooting that was performed; the cause of the kink; actions/interventions, and outcome of the event, but was not available at of the time of this report. If additional information becomes available, a follow-up report will be submitted.